Manufacturer narrative:
Additional information: (first and last name, email), (phone #). Evaluation summary: one device was evaluated. The product is used in treatment. The device has been tested for function and electrical safety in accordance with the manufacturer's specifications and standard. Visual inspection found that the customer's complaint was settings were wrong. To address the failure, various settings have been changed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had temporarily no alarm.